Manufacturer narrative:
This report is filed on may 15, 2019.

Manufacturer narrative:
This report is submitted on february 14, 2019.

Event description:
Per the clinic, the patient experienced a performance decrement with device use resulting in the decision to explant. Subsequently the device was explanted on (B)(6) 2018 the patient was re-implanted with another manufacturer's device.